Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 80mm gmrs custom extension piece. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - hospital policy.

Event description:
It was reported that a surgeon revised gmrs and custom extension piece. The male end of the piece broke, revised for new stem and extension piece.

Event description:
It was reported that a surgeon revised gmrs and custom extension piece. The male end of the piece broke, revised for new stem and extension piece.

Manufacturer narrative:
An event regarding a broken device involving an unknown 80mm gmrs custom extension piece was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.